Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that as per customer "I was preparing to use this line yesterday. I retracted the guidewire well past the trim point. Cut to length and then once the guidewire was advanced the kink in the guidewire and associated region of trimmed line was evident. This was from an intact package and we had noted we needed to use the line prior to shelf expiry. No obvious damage to the package outer or inner, PICC was with-in the channel. PICC guidewire was definitely withdrawn past the trim point. As guidewire was pushed back to engage with the b-h connector the bend in the guidewire was evident. Mentally rechecked that it was not operator error, the wire must have been 6-8cm below marking used for trimming the line. Doctor did not proceed with this PICC and used another PICC kit and had no issues with the guidewire."

Event description:
It was reported that as per customer "I was preparing to use this line yesterday. I retracted the guidewire well past the trim point. Cut to length and then once the guidewire was advanced the kink in the guidewire and associated region of trimmed line was evident. This was from an intact package and we had noted we needed to use the line prior to shelf expiry. No obvious damage to the package outer or inner, PICC was with-in the channel. PICC guidewire was definitely withdrawn past the trim point. As guidewire was pushed back to engage with the b-h connector the bend in the guidewire was evident. Mentally rechecked that it was not operator error, the wire must have been 6-8cm below marking used for trimming the line. Doctor did not proceed with this PICC and used another PICC kit and had no issues with the guidewire."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet within the red lumen of a 5 fr dual lumen powerpicc solo catheter, one 5.0 fr x 7 cm microintroducer, one 12 ml syringe, and two end caps were returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned samples. A kink was observed in the catheter approximately 5.6 cm proximal to the distal tip of the catheter. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the stylet, and the bend within this tubing was found to be at the proximal end of the internal magnets. This complaint will be recorded for future trending and monitoring purposes.